Manufacturer narrative:
The device was found to have no telemetry due to battery depletion. Testing found normal function and normal current drain. The battery was sent to the supplier for destructive analysis; no anomaly was detected. The cause of the battery depletion was not determined. No complaint received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.